Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue, and the same malfunction code did not recur.